Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery. The physician inflated the 20mm x 2.5mm maverick2 monorail balloon catheter an unspecified number of times, however, when the maverick balloon was inflated to 12 atms, the balloon ruptured. The procedure was successfully completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.